Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that after having his first ins replaced due to normal battery depletion the replacement ins had to be repositioned since it became a little dislodged. The healthcare provider repositioned the ins to the lower right flank and deeper so the patient could continue to do judo. Patient status is unknown at the time of this report. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.